Manufacturer narrative:
Patient weight was unavailable from the site. Medtronic representative upgraded this stealthstation s7 system to cranial 2.2.6. Patient logs/files have not been received by manufacturer for evaluation. Software investigation not completed at time of this report.

Event description:
A medtronic representative reported synergy cranial 2.2.5 software became unresponsive while in a cranial procedure. After re-starting system, the surgeon completed the procedure with the use of the stealthstation s7 system. There was no impact on patient outcome.

Manufacturer narrative:
Software logs were analyzed, but no root cause could be determined. System performed properly during testing. No further issues reported.